Event description:
The customer reported her pod alarmed and she did not have any insulin left. Later her blood glucose result was reading "high" (> 500 mg/dl). She went to the urgent care clinic and they placed her on a saline flush. There were no add'l bg levels or history provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.